Event description:
Patient was implanted with prodisc-c at c5-6 in (B)(6) 2012 at a hospital in (B)(6). Patient presented to the surgeon complaining of right arm pain. X-rays taken on (B)(6) 2012 revealed the superior plate is approximately .5mm - 1mm proud anteriorly at c5; inferior plate is flush with vertebral body at c6. X-rays also revealed the implant appears to be approximately 5mm from the posterior end of the vertebral body of c5; and approximately 4mm from the posterior edge of the body of c6. Patient was returned to the o.r. On (B)(6) 2012 for removal of prodisc-c at c5-6. Patient was revised to a fusion at c5-6. The hardware was replaced with mtf allograft and vectra plating system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reported date of implant is (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. A design review was completed by product development: removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states, performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. There is not enough information available to determine a cause of pain for this complaint. No further actions related to the design are necessary at this time. The design risk assessment is adequate for the intended use. The information in hss report 12121202 does not change the original pd evaluation of this complaint. It is still unclear what caused the post-operative pain. There is no evidence of device failure or malfunction or observations that would point towards new risks not already covered in the prodisc-c implant risk analysis.